Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6, h10 analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) resolved the issue by replacing the battery, sealed lead acid,12v. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed battery runtime. There was no patient involvement, and no adverse event reported.